Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was unknown if the patient was hospitalized for the event. The patient was treated with vancomycin injection (1 gram, intraperitoneal and frequency not reported), amikacin (150 milligrams, intraperitoneal and frequency not reported), imipenem injection (250 milligrams each bags, route and frequency not reported), t.cifran (250 milligrams, twice a day and route not reported) and t.flucon (150 milligrams, once a day and frequency not reported) for peritonitis. At the time of report, the patient outcome was unknown. Pd therapy was ongoing with the catheter scheduled to be removed at a future unspecified date. No additional information is available.

Manufacturer narrative:
Additional information : it was reported that the patient was not hospitalized for the event. Eight days after the onset of event, the patient¿s catheter was removed and pd therapy was discontinued. It was reported that re-catheterization will be done next month. Should additional relevant information become available, a supplemental report will be submitted.